Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was 230mg/dl. Reportedly, the customer uses fiasp insulin within the cartridge. Tandem technical support educated customer on cartridge/insulin labeling. Reportedly the customer continued to use the pump for insulin therapy.